Event description:
It was reported that the patient was picking at the ip site causing device to be exposed. In turn, surgical intervention was undertaken during which the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained that the wound healed and cultures were normal.